Manufacturer narrative:
Date received by manufacturer: 08jul2019. Date of report: 09jul2019. The data acquisition board, gas delivery system (gds) , blower and oxygen solenoid were submitted for failure investigation. A visual inspection blower revealed suspected delamination of silicone sealant at the wire input to the blower motor housing. The gds revealed no anomalies. During testing, it was determined that the sealant at the blower motor wire input caused the reported system leak failure. Repair of the sealant resulted in the system passing all tests submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit failed system leak test. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 08apr2019 .the manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse advised the customer to disconnect the boot from the top of the blower and plug it. The customer reported that the unit passed with the boot plugged. The fse advised the customer to tighten the boot between the blower and gas delivery system. If the leak continues, the customer was advised to replace the gas delivery system. The fse performed an onsite evaluation and confirmed the issue. The fse replaced the gas delivery system and blower and the issue was resolved. The unit passed system leak testing and performance verification testing submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.